Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure. Fiducial markers were placed transperineally prior to placement procedure. No issues were reported during the placement procedure. The procedure was performed with local anesthesia. During the simulation it was noted that the patient had a rectal wall infiltration. The patient is eager to proceed with radiation, so it was recommended to scope and let the hydrogel dissolve, then send to the patient for brachytherapy. The radiation treatment has been delayed due to this event. The patient was reported as asymptomatic.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, september 15, 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.